Event description:
The customer reports the ars (syringe) leaked during use. Another device was used. Patient condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one arrow raulerson syringe (ars) and lidstock for analysis. Initial visual examination revealed that the needle cannula was not secure in the barrel tip and was stuck in the plunger body. The cannula was reinserted back into the barrel tip and functional inspection commenced. A vacuum leak test was performed on the samples per inspection procedure. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released. The plunger did not snap back to its starting position; however, it did return to a position = 1cc from the starting position. The ars passes the test if the plunger returns to a position = 1cc; therefore, the sample did pass the functional inspection. A push leak test was also performed on the ars. With the plunger body fully out of the barrel, the tip of the ars was occluded, and the plunger was pushed into the barrel. Resistance was felt, and the plunger body was not able to move to the bottom of the syringe. Therefore, the sample passed the push leak test. The syringe was able to successfully draw and aspirate water with and without the introducer needle. A long, straight pin gage with a diameter of .032" was used to clear out any biological material from the inside of the plunger. No biological material was observed; however, the act of doing this resulted in damage to the bivalves of the syringe. A device history record review was performed with no relevant findings to suggest a manufacturing issue. The report that the ars leaked could not be confirmed through functional testing of the returned sample. The ars sample passed the vacuum leak test and the push leak test. A device history record review was also performed with no relevant findings to suggest a manufacturing issue. Based on the customer description and the returned sample, no problem was found on the syringe. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the ars (syringe) leaked during use. Another device was used. Patient condition is reported as fine.